Event description:
A mamoray compact e.o.s. Caught fire and was badly damaged, forcing evacuation of the clinic. No one was injured.

Manufacturer narrative:
The investigation is not complete. Root cause for the fire has not been determined at this time.